Event description:
The customer's novus 2000 failed during an attempted vitrectomy to the left eye after passing functional test prior to the surgery. The physician stated that the pt may not regime vision in the left eye despite attempting to complete the procedure with an iris diode laser. Customer stated that as of 10/21/2004, additional procedures have been needed.

Event description:
The MFR received a copy of the customer's user facility MDR report in 11/04. The customer's novus 2000 failed about six weeks earlier during an attempted vitrectomy to the left eye after passing functional test prior to the surgery. The physician stated that the pt may not regain vision in the surgery. The physician stated that the pt may not regain vision in the left eye despite attempting to complete the procedure with an iris diode laser. Customer stated that as of 10/04, additional procedures have been needed. As of 12/04, customer has not provided objective clinical data to substantiate the statments made in their MDR report. MFR is continuing to request said confirmation from the customer and will continue to further the investigation upon receipt of said info.